Event description:
A 20 gauge catheter was inserted into the rac without difficulty. Blood return was normal, but the site did not seem to carry its pressure through. The medication would not pass through the catheter to the arm. No swelling or pain to area or redness. The clinician hung levaquin and infused approx 10 drops of medication. The arm immediately became red and blotchy. Medication was stopped. The doctor ordered unasyn. The clinician checked the arm, it was even redder and worse than before. The doctor checked the arm and ordered benadryl. The clinician was unable to insert the medication into the IV, as it was occluded. Another catheter was inserted into the lac. The clinician believes the catheter was backing up, and the medications were going into the tissue of the arm instead of the vein.